Event description:
Additional information was provided by a nurse, who reported that the patient developed 2-3+ conjunctival inflammation, 3-4+ aqueous cell, aqueous fibrin and a hypopyon. The patient experienced pain and decreased vision. According to the nurse the surgeon is unsure if the product caused or contributed to the event. The diagnosis was endophthalmitis. No cultures were performed. Intravitreal antibiotics were injected. The infection is resolving slowly. The outcome of the event is improving. A surgical complication was reported as lens in ciliary sulcus.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that eleven days following an intraocular lens (iol) implant procedure, the patient developed endophthalmitis. The infection has not resolved at present, although there has been some improvement. Additional information has been requested.